Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer woke up to the insulin pump continuously beeping. The insulin pump had a crack on the battery cap. Customer's blood glucose level was 300 mg/dl. The customer was disconnected from the insulin pump and reverted to shots. The insulin pump would not let the customer do anything. It did not let him press the act and esc buttons because the insulin pump was just beeping as if the buttons were not responding. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act and up buttons response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot, broken battery cap and cracked battery tube threads.